Manufacturer narrative:
(B)(4). Recurrent prolapse. Mesh exposure. Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a mesh removal with anterior colporrhaphy on (B)(6) 2012 to explant mesh from the anterior wall of the vagina that had been previously placed for symptomatic pelvic organ prolapse in (B)(6) 2012. Post mesh implantation, the patient initially did well, but then began developing symptoms of recurrent prolapse, vaginal bleeding, spotting and has had several urinary tract infections in the last 4 months. The patient was found by her gynecologist to have an exposed vaginal mesh. The patient was found to have a 5x2 centimeter area that was exposed in the midline of the anterior wall. It appeared that the incision had dehisced and retracted and the mesh was exposed essentially its full length. There was no mesh palpable and no exposure on the arms of the mesh towards the sacrospinous ligament or pelvic side walls. Distal to the mesh between the mesh and the ureterovesical junction, there was a recurrent or persistent prolapse that came to the hymen with traction. The bladder was normal throughout the procedure.